Manufacturer narrative:
Film evaluation summary: the images capture the previously deployed resolute onyx stent visible in the rca. Diffuse haziness in the vessel at the site of the previously deployed stents suggests a thrombus is present. Post dilation of the stent is visible with an unidentified balloon. The images then capture the deployment of two resolute onyx stents in the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent and one non-medtronic bare metal stent were used to treat a severely tortuous and non-calcified lesion, located in the mid right coronary artery, exhibiting 100% stenosis. The target lesion was noted to be tubular. The lesion showed evidence of thrombus and with irregular contour. Lesion plaque was ruptured. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. There is no alleged product issue. The resolute onyx stent was deployed at 12 atms, inflated once. Approx 5 weeks post index procedure the patient presented with a stemi. The previously implanted resolute onyx has a mid stent defect/ haziness consistent with possible plaque rupture/ thrombus. The proximal rca has recurrent severe vasospam with a diffuse proximal 70 % stenosis. Two resolute onyx stents were used to treat the rca. The patient is reported as being alive without injury.